Manufacturer narrative:
A visual examination of the stent found evidence of damage with proximal struts pulled distally. The undamaged crimped stent od outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no signs of damage. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16dec2020. It was reported that crossing difficulty occurred. The target lesion was located in the right coronary artery. A 2.25mm x 28mm promus element drug eluting stent was advance for treatment, but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. However, during the device analysis revealed a stent damage.